Event description:
Same case as MDR ID#2134265-2015-02654. The 100% stenosed, target lesion was located in a severely calcified and moderately tortuous coronary vessel. A threader¿ 1.2mm x 12mm mr balloon catheter was able to cross the lesion. The balloon was inflated once to 6 atms and ruptured. A threader¿ 1.2mm x 12mm otw balloon catheter was able to cross the lesion. The balloon was inflated once to 6 atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection identified a pinhole in the balloon material over the proximal end of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).